Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer found gel on the sample probe. The field service engineer replaced the probe and no further issues were seen after this.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for albumin and dbili direct bilirubin on a cobas c 503 module. The specific albumin reagent used was not provided. No incorrect results were reported outside of the laboratory. The sample initially resulted in an albumin value of 8 mmol/l, which repeated as 38 mmol/l. The sample initially resulted in a direct bilirubin value of 88 mg/dl, which repeated as 307 mg/dl. The albumin and direct bilirubin reagent lot numbers and expiration dates were requested, but not provided.